Manufacturer narrative:
For the last calibration performed on (B)(6) 2019, calibration signals for one calibrator level were slightly lower than expected. For the last calibration performed on (B)(6) 2019, calibration signals were acceptable. Quality controls were acceptable on the dates the samples were tested. Upon review of the alarm trace, multiple alarms indicating recommended maintenance actions to be performed were observed on the dates the samples were tested. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the elecsys troponin t stat assay on a cobas e 411 immunoassay analyzer. Incorrect results were reported outside of the laboratory. The samples were repeated and the repeat results were considered correct. The first sample initially resulted with a troponin t value of 389.90 pg/ml on (B)(6) 2019. The sample was repeated on (B)(6) 2019, resulting as 15.25 pg/ml. The second sample, from a (B)(6) male patient, initially resulted with a troponin t value of 382.60 pg/ml on (B)(6) 2019. The sample was repeated on (B)(6) 2019, resulting as 14.29 pg/ml. The third sample, from a (B)(6) male patient, initially resulted with a troponin t value of 354.20 pg/ml on (B)(6) 2019. The sample was repeated on (B)(6) 2019, resulting as 32.94 pg/m. The fourth sample, from a (B)(6) male patient, initially resulted with a troponin t value of 445.70 pg/ml on (B)(6) 2019. The sample was repeated on (B)(6) 2019, resulting as 15.62 pg/ml. Troponin t reagent lot 345888 was in use from (B)(6) 2019. The expiration date for this lot number is 31-dec-2019 troponin t reagent lot number 381539 was in use starting on (B)(6) 2019. The expiration date for this lot number is 31-may-2020